Event description:
It was reported that two months post operatively to a laparoscopic band procedure, the port was flipped and the locking mechanism was not engaged. The silicone portion of the locking mechanism was free-floating in the subcutaneous layer causing a "kink" in the tubing at the metal connector section. A second procedure had to be performed on the pt and the port was sutured in place. There were no other pt consequences.

Manufacturer narrative:
Info is unavailable; device was not returned for eval remains implanted in pt.